Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported by emergency services to the hospital emergency room (ER) for a low blood glucose (bg) of 100 mg/dl; cause was unknown. Paramedics administered a glucagon shot to treat bg level. Customer left the ER with a bg of approximately 200 mg/dl.